Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to patient death. There is no allegation against the device. The explanted device was returned to guidant for analysis testing.